Event description:
A report was received that a trial patient developed an infection at the lead site and had to have the leads removed. The patient was experiencing symptoms of fever, headaches and photophobia. The physician believes the infection is possibly procedure or environmentally related. The patient was placed on IV antibiotics and their status has improved.

Event description:
A report was received that a trial patient developed an infection at the lead site and had to have the leads removed. The patient was experiencing symptoms of fever, headaches and photophobia. The physician believes the infection is possibly procedure or environmentally related. The patient was placed on IV antibiotics and their status has improved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial/lot#: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits; model #: sc-3400-30, serial/lot #: (B)(4), description: 30cm splitter 2x8 kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2316-50e serial/lot#: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.